Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were 2 devices used during the procedure. The clips were scissoring when the surgeon was firing on each device. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.